Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph identified that the burette camera was assembled backwards. The reported condition was verified. The assignable cause is an assembly issue during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set was incorrectly assembled. It was specified that the burette chamber was assembled with the volumetric scale upside down. There was no patient injury or medical intervention associated with this event. No additional information is available.